Event description:
Information was received indicating that a smiths medical when the customer attached a pump to the cassette, a high pressure warning alarm went off. There was no patient injury and no adverse event reported.